Event description:
Additional information received in 2009, via the sapphire database for this patient, indicates that the patient had revascularization of 1.6 cm two days prior. As per the study coordinator, during a routine followup around six months post-implant, high velocities were seen in the patient's carotid and angio revealed a 90% in-stent restenosis in the precise stent implanted at l6 in 2009. The restenosis was treated with ptca successfully. The study coordinator noted that the patient had also had restenosis after a previous carotid endarterectomy prior to the stenting procedure. Because of this, the physician stated that the stenosis was unrelated to the index procedure and implanted product, but related to the patient's physiology.

Manufacturer narrative:
Eight months after having a stent placed in the left carotid artery, the patient returned with a 90% in-stent restenosis. The restenosis was noted during routine follow-up and was treated successfully with ptca. The study coordinator noted that the patient also had restenosis after a previous carotid endarterectomy prior to the stenting procedure. Because of this, the physician stated that the restenosis was unrelated to the index procedure and implanted product, but was related to the patient's physiology. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. In-stent restenosis is a well-known documented potential complication for this type of procedure and is listed in the IFU. Intra-arterial stent placement is a treatment of the disease process and is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Considering the patients history, it is likely that the progression of atherosclerosis was related to the patient's physiology and is a known potential outcome of the disease process. This does not indicate a device failure.